Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Three separate attempts were made to gather additional event information from the site but the site was unresponsive. The following reported issue cannot be confirmed to be related to the cardiomems product or procedure as further information cannot be obtained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was hospitalized with shortness of breath and pneumonia. A pet scan showed potential signs of infection at the location of the cardiomems sensor. Additional information was requested but has not been provided.